Manufacturer narrative:
D9. Date returned to mfg: 13-nov-2024. H6. Investigation codes: updated. Investigation summary: received one (1) used. List #100/199/075, tracheal tube. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cuff was fully inflated with 20ml of air with an ICU medical provided syringe. The cuff started to deflate immediately after inflation. The sample was then submerged in a water bath. A leak was observed at the junction between the connector and the pilot balloon. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage at the junction. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage at the valve connection of the cuff. There was patient involvement, but no patient harm/adverse event reported.